Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1802501) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while physician was installing his fingers beside the punction site to tamper down the sealant with the white tube, the balloon came out of the artery as a whole and the access was lost. The mynxgrip was not deploy, nothing stayed inside of the patient's body and hemostasis was achieved by a ten (10) minute manual compression. There was no reported patient injury. Initially, after a peripheral intervention, the physician proceeded to do a fem shot and decided to close a 6f punction with a 6-7f mynxgrip. The original stick was on the left common femoral artery (cfa) right on the femoral heal and higher that the profunda-superficialis bifurcation. He then proceeded to verify the inflation of the balloon outside of the patient as per recommended by the instructions for use (IFU). The system worked fine. Then, he inserted the shaft into the 6f introducer in place to the white marker and proceed to inflate the balloon as per IFU. He pulled back until the balloon abuted the tip of the introducer all the way to the punction site. After, he verified sealing of the artery with the balloon by opening, the sideport of the introducer. No blood came out of the sideport. Patient was discharge after 6 hours. The product will not be return for analysis.

Manufacturer narrative:
Describe event or problem: additional information received indicates that the vessel type was arterial. There was no vessel tortuosity. The puncture site was a medium stick at the femoral head of the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure. The device was purged of air during prep. There was a scar tissue present in the vicinity of the puncture site. There was possibly excessive force applied. Hemostasis was achieved by manual compression and it was less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event is completely recovered. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while physician was installing his fingers beside the puncture site to tamper down the sealant with the white tube, the balloon came out of the artery as a whole and the access was lost. The mynxgrip was not deployed, nothing stayed inside of the patient's body and hemostasis was achieved by a ten (10) minute manual compression. There was no reported patient injury. The vessel type was arterial. There was no vessel tortuosity. Initially, after a peripheral intervention, the physician proceeded to do a fem-shot and decided to close a 6f puncture with a 6-7f mynxgrip. The original stick was on the left common femoral artery (cfa) right on the femoral heal and higher than the profunda-superficialis bifurcation. The puncture site was a medium stick at the femoral head of the cfa. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The physician then proceeded to verify the inflation of the balloon outside of the patient as per recommended by the IFU. The system worked fine. Then, the user inserted the shaft into the 6f introducer in place to the white marker and proceed to inflate the balloon as per IFU. It was pulled back until the balloon abutted the tip of the introducer all the way to the puncture site. The balloon did not lose pressure. The device was purged of air during prep. There was a scar tissue present in the vicinity of the puncture site. After, he verified sealing of the artery with the balloon by opening the sideport of the introducer. There was possibly excessive force applied. No blood came out of the sideport. Hemostasis was achieved by manual compression and it was less than 30-minutes. The patient's hospitalization was not extended as a result of the event. Patient was discharged after 6 hours. The patient¿s outcome/status after the mynx event is completely recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1802501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, handling factors (possible excessive force applied during sealing of the artery with the balloon) may have contributed to the pull through experienced. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.